Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump will not deliver a bolus as it continues to go into the rewind screen. The customer then reported that he was hospitalized for low blood glucose levels, with a reading of 27 mg/dl. The customer didn't remember much about that day, but stated that the insulin pump had been working fine since then. Advised that the insulin pump would be replaced due to the rewind issue. Nothing further was reported.